Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2018-05911. It was reported that pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. Following an uncomplicated transeptal puncture a watchman access system along with an unspecified pigtail catheter were used to access the laa. A 33 mm watchman laa closure device & delivery system was advanced and deployed too deep in the laa, so the closure device was partially recaptured and re-deployed. The closure device landed too far from the laa, so it was full recaptured. Sweeps were performed and there was no pericardial effusion. The pigtail catheter was re-inserted for positioning and then a new 33 mm watchman laa closure device was deployed. It was initially too deep in the laa; however, after the tug test was performed the device was positioned correctly. Release criteria was assessed and the device passed and was therefore released. Imaging sweeps were performed and there was no pericardial effusion. The patient was brought to the intensive care unit (ICU) and approximately 30 minutes later, they experienced chest pain and respiratory distress. The patient was currently on clexane. A transthoracic echocardiogram (tte) was performed revealing a 2 cm pericardial effusion with tamponade. The patient was transferred to the operating table for a pericardiocentesis, where 750 ml of fluid was aspirated from their pericardium and was re-infused. There was a total of 10,000 units of protamine administered. The patient¿s symptoms resolved and they remained stable with a blood pressure of 80/60. That evening the patient was transferred to the heart surgery center at another hospital, however, an operation was not necessary. No further patient complications were reported. The patient was stable.

Event description:
Same case as MFR: 2134265-2018-05911. It was reported that pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. Following an uncomplicated transeptal puncture a watchman access system along with an unspecified pigtail catheter were used to access the laa. A 33mm watchman laa closure device & delivery system was advanced and deployed too deep in the laa, so the closure device was partially recaptured and re-deployed. The closure device landed too far from the laa, so it was full recaptured. Sweeps were performed and there was no pericardial effusion. The pigtail catheter was re-inserted for positioning and then a new 33mm watchman laa closure device was deployed. It was initially too deep in the laa; however, after the tug test was performed the device was positioned correctly. Release criteria was assessed and the device passed and was therefore released. Imaging sweeps were performed and there was no pericardial effusion. The patient was brought to the intensive care unit (ICU) and approximately 30 minutes later, they experienced chest pain and respiratory distress. The patient was currently on clexane. A transthoracic echocardiogram (tte) was performed revealing a 2cm pericardial effusion with tamponade. The patient was transferred to the operating table for a pericardiocentsis, where 750ml of fluid was aspirated from their pericardium and was re-infused. There was a total of (B)(4) of protamine administered. The patient¿s symptoms resolved and they remained stable with a blood pressure of 80/60. That evening the patient was transferred to the heart surgery center at another hospital, however, an operation was not necessary. No further patient complications were reported. The patient was stable.

Manufacturer narrative:
(B)(6). (B)(4).